Event description:
This ra lead was implanted on (B)(6) 2014, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stating that there was noise triggering. The atr and ventricular tachycardia events and decreased of ra sensitivity to 10mv. No impedance changes tun 300-500 ohms range. Noise greater on ra than rv. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).